Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-o) recorded a signal artifact monitor event due to respiratory rate trend (rrt) oversensing on the right atrial (ra) lead. Impedance measurements were within normal limits. Boston scientific technical services recommended to turn off the rrt feature and was subsequently turned off. The crt-d and the ra lead remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).